Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty printed circuit board and digital visual interface connector component failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image and bad connection was confirmed due to a printer circuit board and digital visual interface connector component failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported a bad connection with no image on the high-definition liquid crystal display monitor. No patient injury or procedure impact was reported.